Manufacturer narrative:
On (B)(4) 2015 the medical affairs made the following analysis: impingement of ileopsoas in thin patients is a possible occurrence, particularly with double mobility cups. The implants look appropriately positioned. No information as to the reason of replacement of head and liner was given. It may be surmised that the surgeon did some adjustment to soft tissues during revision surgery and that the mobile components, head and liner, were exchanged as standard procedure, not because of a defect or problem related to said components. Batch review performed on 02 december 2015: lot 131295: (B)(4) items manufactured and released on 25 april 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported issue. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0 code 01.29.202 lot. 133559 (k112115): (B)(4) items manufactured and released on 07 october 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported issue. Not available.

Event description:
Patient came in complaining of pain. The patient had experienced a soft tissue impingement of the ileopsoas. The surgeon replaced the medacta liner and ball head. The culture results came back negative. The surgery was completed successfully. The explants will not be returned. X-rays are available.

Manufacturer narrative:
On 29 january 2016 it was prepared a final report with the information already submitted in the initial report. On 23 february 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2016 it was prepared a final report with the information already submitted in the previous reports. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.